Event description:
Caller reported advantage blood glucose results of 285 mg/dl, 104 mg/dl, and 140 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.